Event description:
A nurse contacted baxter (B)(4) regarding a leak from a minicap transfer set. The nurse stated that a patient had leaking/hole from the line under the white twist clamp. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined.